Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a month after implant, the artificial urinary sphincter (aus) pressure regulating balloon (prb) herniated out of the inguinal canal. The patient underwent a surgical procedure in which the physician explanted the old prb and implanted a new one, so that there would be enough tubing to make connections. The new prb was placed in the midline of the patient. The patient is expected to fully recover.